Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to the electrode belt distribution node. There was thermal damage to the dn pca, including thermal damage to component u722. The root cause for the thermally damaged component was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt failed incoming functionality testing.